Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using a recently replaced ilet experienced overnight glucose fluctuations, with a low blood glucose of 65 mg/dl after going to bed high, self-treated the low with multiple fast carbohydrates (candy, sugar packet, and 12 oz orange juice), rose to 320 mg/dl, and later returned to approximately 80 mg/dl; troubleshooting and education were provided that the ilet was in its learning period and that the patient likely overtreated the hypoglycemia. Symptoms included hypoglycemia without loss of consciousness or seizure and subsequent hyperglycemia. Outcomes included no medical intervention, no ketone testing, no hospitalization, and independent self-management using oral glucose. Investigation included case review and user education on appropriate hypoglycemia treatment and expectations during the learning phase. Investigation of this case revealed user-related overtreatment of hypoglycemia and appropriate device response with automated correction for high glucose during the early learning period. It was concluded, based on previously established findings for similar reports, that the cause was user response to low glucose and device functioning as designed.